Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: air in line unresolvable. B. Braun pump used continuously beeping 'air in line' to the point that treatment was not able to be administered according to protocol - unable to obtain rates required, unable to clear air. Bottle of ivig was re-primed with fresnius tubing and was administered with same. Crn aware of pump usage for treatment. Medication in length of b. Braun tubing lost, patient did not receive full dose of medication. Impact to patient: delay in treatment, interruptions to clinical care due to time required to resolve alarms, risk for drug reactions/side effects with too rapid of an infusion, under dosing of ordered medication/fluids. Action(s) taken followed b braun tips to resolve alarms (air-in-line and occlusion), repeated priming to clear air, tubing replaced (triple bag and send to material management). Medication / fluid ivig IV rate up to 400 ml/h other details writer attempting to administer ivig to treat gas for a patient admitted with nec fasc.